Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture break; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with a proglide device, via a 6f sheath using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break occurred. The sutures of two additional proglide devices were successfully placed using the pre-close technique. The sutures of two proglide devices were also successfully placed using the pre-close technique in the left common femoral artery (lcfa). The sheath was upsized to a 9f then a 12f and the aaa procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures in both the rcfa and the lcfa. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.